Event description:
Caller alleged poor precision with the results. Results as follows: (B)(6) 2006 first test inr = 31.2. Second test inr = 2.8. Third test inr = 2.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060019: (B)(6) 2006 first test inr = 31.2 second test inr = 2.8 third test inr = 2.0. Mean = 2.0; sd =08; %cv = 40%. The % cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Product will be investigated.